Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 26-oct-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who was hospitalized because one of the essure (fallopian tube occlusion insert) coils slipped into her uterus and had to be surgically removed. Additionally, she experienced unbearable pain (regarded as pelvic pain). The reported events were considered serious, due to hospitalization and medical importance and are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Additionally, abdominal and pelvic pain may occur during essure therapy. In this particular case, although the exact mechanism of the events was unknown, given their nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required for essure removal. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report further information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5042833) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported she was hospitalized because one of the coils slipped into her uterus and had to be surgically removed five months before the time of her report. She stated she now has unbearable pain for over a month and is preparing to have the tube removed to have the coil removed. Essure removal date was reported as (B)(6) 2013. Ptc investigation result was received on 05-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who was hospitalized because one of the essure (fallopian tube occlusion insert) coils slipped into her uterus and had to be surgically removed. Additionally, she experienced unbearable pain (regarded as pelvic pain). The reported events were considered serious, due to hospitalization and medical importance and are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Additionally, abdominal and pelvic pain may occur during essure therapy. In this particular case, although the exact mechanism of the events was unknown, given their nature, causality with the suspect insert cannot be excluded. This case was considered an incident, since a surgical intervention was required for essure removal. A product technical analysis and follow-up information are being sought.